Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited intermittent undersensing due to the blanking periods of the device being at the sensor indicated rate. No device intervention was reported. Patient was stable.